Event description:
The iab was inserted into the pt on 4/10/98 at 10:00 p.m. And the iab kinked during insertion. Poor inflation and augmentation were noted on 4/11/98 at 1:00 p.m. And the iab was removed. No second iab was inserted. The iab was not returned to datascope for evaluation. (Event complications: none from the event- reported 4/13/98.) (Pt's current status: unk- reported 4/13/98.)